Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Also, the instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.

Event description:
It was reported that a large hem-o-lok clip applier was returned with no reported issue. There was no patient injury reported. Intuitive surgical, inc. (Isi) contacted the customer for follow up; however, they did not have additional information to provide on the reported issue.